Event description:
A radiologist noted artifacts in the corner of several screens and closed the mammogaphy department for 3 days while waiting for replacement screens. Allegedly, several patients were called back for repeat images.